Manufacturer narrative:
A1: patient identifier - requested, not provided a2: date of birth - requested, not provided a4: weight - 42.9 kilograms a5: ethnicity - requested, not provided a6: race - requested, not provided d4 - UDI number for this product code is not required. D6: implanted date: device was not implanted d7: explanted date: device was not explanted e1: address: 355-5 kamanzadorimarutamachiagaruharuobicho visual inspection upon receipt revealed no defects. Saline solution was circulated in the blood phase and the pressure drop was determined at each flow rate. As the result, the pressure drop was found to be comparable to that of the current product. After the above test, the oxygenator module was subjected to unaided visual inspection. No visible clot formation was not found. The actual device was fixed with glutaraldehyde solution. The housing component and the filter were removed. The outer and inner surfaces of the filter were subjected to unaided visual inspection. No visible clot formation was not found. After the above test, the oxygenator module was subjected to unaided visual inspection. No visible clot formation was not found. The state of the fiber winding was confirmed to be normal. The fiber layer was then removed from the winding in increments of 2mm and each layer was subjected to visual inspection. There was no clot formation that was visible with the naked eye on the fiber winding. The outer cylinder was removed from the heat exchanger module and the inside of the heat exchanger module was subjected to visual and magnifying inspections. No clot formation was observed. Magnifying visual inspection of the filter taken out of the oxygenator module revealed no clot formation on the surfaces. There was no anomaly in the diameter of the filter mesh. The fiber layers removed from the oxygenator module in the above test were inspected under magnification. The formation of white thrombus was found. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of the blood corpuscle components consisting of blood platelets and white blood cells. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding obtained in above test revealed the adhesion of the blood corpuscle components consisting of blood platelets and white blood cells and the formation of fibrin net. The perfusion record from the involved procedure was reviewed as follows. There is no record of the reported event of increase in the pressure gradient within 30 minutes after the initiation of the circulation. It is noted that the temperature in the thermostat bath was set to 30 degrees celsius (cool down) for 30 minutes after the initiation of the circulation. A review of the device history record of the involved product/lot# combination was conducted with no findings. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. Based on the investigation, during the electron microscopic inspection of the fiber, the presence of blood corpuscle components consisting of blood platelets and white blood cells and the formation of fibrin net on the fiber. As a cause of an increase in the pressure gradient up to 300mmhg, it is likely that obstruction occurred in the fiber due to cold agglutination occurred during the cooling stage and/or due to the adhesion of the blood corpuscle components on the filter. From the available information, however, the cause of this complaint cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a pressure increase when using the involved capiox device. Within 30 minutes after the initiation of the circulation, the pressure gradient was increased up to nearly 300 mmhg. After a while it decreased down to the normal value. The procedure was continued without change-out of the actual device. The procedure outcome is unknown. The patient was not harmed.